Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm occlusion occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the issue was resolved and no troubleshooting was performed with tandem technical support.